Event description:
It was reported a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further specified as the patient was non-compliant with peritoneal dialysis treatment. The patient was hospitalized for the event and treated with intravenous meronem (500mg, frequency and duration not reported). The patient was retrained on proper aseptic technique. Peritoneal dialysis therapy was later discontinued and the patient was placed on hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.